Manufacturer narrative:
(B)(4).

Event description:
It was reported that the expected residual volume was 2.7 ml and the actual residual volume was 15 ml. The pt experienced increased baseline pain during the normal refill cycle. This had occurred multiple times. Pt repeatedly complained of a lack of therapeutic benefit from medications and that pt is on oral medication as well as intrathecal (it) drug delivery. There were no active alarms when pt was in the office on (B)(6) 2010. Additional info has been requested, but was not available as of the date of this report.